Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a circuit disconnection alarm had sounded and when the product was checked it was found that the cannula had come out. The band was still attached. The cuff pressure was slightly decreased and was deflated. The cannula had been replaced the day before. The doctor tried to reinsert the same cannula; the current cannula inflated when the cuff pressure was applied but could not be decompressed. The cannula was replaced with a new one. The event occurred during patient use there was no reported patient harm.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. No actions have been assigned at this time.